Event description:
Diagnostic procedure - boomerang catalyst used. Hemostasis was achieved with a 15 minute dwell and 6 minute manual compression hold. Three hours post-op, patient complained of abdominal pain. CT scan was performed and retroperitoneal bleed was noted which was caused by a high stick. Two units of blood was administered. Patient recovered fine.

Manufacturer narrative:
Na